Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open high anterior resection, the device was fired, and a sound of the washer breaking was heard. The adjusting knob was rotated 1/2 and the device was attempted to remove from the patient, but a side of the suture was not cut, so it was difficult to remove. The suture was cut, device was removed, but then leakage was observed. A part of the donuts was not formed properly. The suture was used on the rectum. The device was used for dst anastomosis between the rectum and the anus. The cdh29a was little too thick for this case. The cdh25a was used to re-anastomose. The patient¿s condition is stable as of the day after the surgery. No further information is available. The surgeon assumed that this case was not caused by alleged deficiency of the device but by the way the device was used. The colostomy was not performed. The patient¿s condition is stable.